Event description:
On (B)(6) 2011, the patient was taken to cardiac cath. During attempted percutaneous intervention utilizing a rotational arthrectomy system, complications arose when the tip of the rotoblade broke off with noted perforation of the left main coronary vessel. An emergent coil embolization was performed to repair the perforated vessel. During the procedure, the patient remained hemodynamically stable and was transferred to cticu post-procedure. The broken tip of rotoblade was intentionally left in situ. Patient was advised of the event. Presently the patient is in stable condition with plans for discharge within the next two days.